Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the solusets. The tubing sets were being used to deliver lactated ringer's solution. After unspecified lengths of time in use, the solusets emptied and air was noted distal to the solusets. No air was delivered to the pts. The customer contact stated the tubing sets were reprimed and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.